Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: the complainant returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according un procedure ?visual inspection? Md01-003 rev. 102. Notification of the sample can not be proper decontaminated was received inside the safety bag; content inside the plastic bag is not wet, the pump tube is loose however, no damages nor leak path were detected on the them nor other section of sample. Functional testing: samples could not be tested using the hydrostat vessel due were received in used conditions with remains of medication inside of the product line, these remains could damage the equipment. Because medication can not be extracted, the sample can not be manipulated freely out of the plastic bag, however the clamp was opened and the ffp system was deactivated in order to allow that medication inside the product can be move flow. Medication could not moved a lot using gravity, however, once occlusion on the sample was removed no leaks nor fluid path were detected on the sample. Reported failure could not be confirmed. The cause of the reported problem cannot be determined since the complaint was not confirmed due to the fact the sample was not received in condition to perform a thorough investigation and defect could not be detected nor reproduced. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, parenteral nutrition ran out of the line despite flow-stop. No adverse effects reported.